Event description:
Boston scientific crm received information that this right ventricular (rv) lead was associated with a remote monitoring alert for a high out-of-range pace impedance measurement. There were no adverse patient effects, and the patient and lead are being monitored.

Manufacturer narrative:
This report will be updated if additional information is received.